Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A global transmitter functional test was performed on the transmitter and it passed. The complaint could not be confirmed. The root cause could not be determined post investigation.